Event description:
It was reported that the patient underwent a posterior spinal fusion at t9-pelvis. During a routine follow up, x-rays found that the setscrew at the s2 had disengaged from the bone screw and the rod had come out of the screw tulip. The patient underwent a revision surgery to add additional fixation and replace the setscrew. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Visual observation reveals that the threads on the set screw do not show obvious signs of cross threading. There are witness marks vertically one section of the thread. This may indicate that the screw had jumped the threads due to splay of the bone screw head. Inconclusive; unable to determine whether the set screw thread damage was impacted by the mas head splay as-received, or created as a result of mas and set screw misalignment during construct assembly.